Event description:
Information received indicates the head will not lift with weight on it and the bed is alarming. The account also indicated that when the CPR release is pulled the head will not lower.

Manufacturer narrative:
Repairs have not been completed.